Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead dislodged and exhibited decreased amplitudes. Surgical intervention was performed and the lead was repositioned. No adverse patient effects were reported. Lead remains in service.